Event description:
On 13-may-2026, a sales representative reported via email that an ar-3750sp knee fibertak anchor did not deploy as intended during a procedure. No replacement device was required to complete the case. There was no reported patient harm. Additional information was received on 18-may-2026: during a lateral ligament repair procedure, the ar-3750sp knee fibertak anchor failed to maintain fixation in bone and would not remain seated. The affected implant was removed. There was no reported case delay.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.